Event description:
The customer stated they received questionable d-dimer results on their cobas integra 800 (serial number (B)(4)). The customer provided data for ten patients, of which there were eight discrepant results. Repeat testing was performed on the same integra 800. The customer believes the initial results are correct. The first patient had an initial d-dimer result of 0.83 ug/ml accompanied by a data flag. The repeat result was 0.62 ug/ml accompanied by a data flag accompanied by a data flag. The second patient had an initial d-dimer result of 0.89 ug/ml accompanied by a data flag. The repeat result was 0.69 ug/ml accompanied by a data flag. The third patient had an initial d-dimer result of 1.34 ug/ml accompanied by a data flag. The repeat result was 1.04 ug/ml accompanied by a data flag. The fourth patient had an initial d-dimer result of 0.20 ug/ml. The repeat result 0.11 ug/ml. The fifth patient had an initial d-dimer result of 0.26 ug/ml. The repeat result was 0.18 ug/ml. The sixth patient had an initial d-dimer result of 0.42 ug/ml accompanied by a data flag. The repeat result was 0.29 ug/ml accompanied by a data flag. The seventh patient had an initial d-dimer result of 1.21 ug/ml accompanied by a data flag. The repeat result was 0.98 ug/ml accompanied by a data flag. The eighth patient had an initial result of 0.13 ug/ml. The repeat result was 0.10 ug/ml. There were no adverse affects as a result of this event. The field service representative could not determine the cause of this event. An operational test was successfully passed. For verification, a check test was performed with results within manufacturer's specification.